Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported paramedics visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose dropped below 70 mg/dl. The patient was on a plane that when it landed, paramedics attended to the patient. No treatment information is available. No further details.